Manufacturer narrative:
One level 1 hotline low flow system (hl-90) was returned for investigation in new condition. The unit had an outdated pcb and power switch. There was also wear and tear damage on the enclosure, front cover, line cord, and pole clamp. The investigator started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported product problem (unit producing over temperature alarm) was reproduced during the test. This problem occurred because of a crack in the tank cover, and one that was near the drain fitting, that were both leaking. These cracks were caused by the user. A user issue was established as root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was the that the level 1 trauma fast flow system (h-1200) kept producing an over temperature alarm. No patient injury or complications were reported in relation to this event.